Event description:
Article in the time picayune regarding one confirmed case of creutzfeldt-jakob disease which may have spread to eight other pts via surgical instruments. State epideiology is being notified. Complaint symptoms: hallucinations, other musculo-skeletal. System affected: nervous, musculo-skeletal. Did event abate stopping use of product? No. Adverse event required intervention to prevent permanent impairment/damage.